Event description:
A report was received that the patient was experiencing pain and redness at the incision site, as well as a high fever. The patient's device was explanted, and the patient was prescribed antibiotics. The physician does not believe that the infection is device related. The patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records for the explanted devices found them to be satisfactory. This is the final report.